Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector within the receptacle. The root cause of the damaged receptacle and jumper is excessive force placed at the receptacle. No adverse event resulted from the defective battery monitor.

Event description:
A us distributor returned a patient's monitor and reported that it had a damaged belt receptacle.